Event description:
Customer called to report elevated bg levels (223 to 446 mg/dl). She had placed pod on in the morning and after eating she initiated a bolus. Not long after that the pod alarmed. The cannula and site were clean. She was able to activate a new pod successfully. Returned suspect pod for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels, and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.